Event description:
Paramedics used the device during a heavy rainstorm on a pt diagnosed in cardiac arrest. While monitoring the pt through the defibrillator paddles, the device allegedly displayed excessive artifact intermittently. Two shocks were administered to the pt. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.